Event description:
Information received indicates the trendelenburg handle was broken, which could not allow the bed to go into the trend position.

Manufacturer narrative:
The technician replaced the trend handle, and adjusted the trend linkage to repair the bed.